Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2016 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2015 for permanent sterilization. Patient began bleeding after intercourse in (B)(6) 2015. On (B)(6)-2015, she had an appointment with her doctor with complaints of irregular periods and pain. Patient requested essure inserts removed. Doctor did salpingectomy on (B)(6)-2016 to remove essure inserts. Correction on 17-mar-2016 following company internal review, the incident category was amended to incident in structured field. Company causality comment:this spontaneous and medically confirmed case report refers to a female (B)(6)-year-old patient who had essure (fallopian tube occlusion insert) inserted and complained of pain five months after placement. The physician performed a salpingectomy to remove the devices. This event, seen as pelvic pain, is serious due to medical importance and listed in the reference safety information for essure. Considering abdominal, pelvic and uncharacterized pain may occur during essure use and the suggestive temporal relationship, causality between this event and essure use cannot be excluded. Since an intervention (salpingectomy) was required to remove the devices, this case is regarded as incident. Other non-serious events were also informed. Further information and technical analysis have been requested.

Manufacturer narrative:
Follow-up information received on 18-apr-2016: quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Follow up received on 03-may-2016: follow up attempts have been completed, without response to date. Company causality comment: this spontaneous and medically confirmed case report refers to a female (B)(6)-year-old patient who had essure (fallopian tube occlusion insert) inserted and complained of pain five months after placement. The physician performed a salpingectomy to remove the devices. This event, seen as pelvic pain, is serious due to medical importance and listed in the reference safety information for essure. Considering abdominal, pelvic and uncharacterized pain may occur during essure use and the suggestive temporal relationship, causality between this event and essure use cannot be excluded. Since an intervention (salpingectomy) was required to remove the devices, this case is regarded as incident. Other non-serious events were also informed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.